Event description:
Additional information. The lead was replaced (B)(6)-2012.

Event description:
It was reported that the patient was unable to received stimulation in the left foot. One of the patient's compact leads was explanted and replaced (it was unknown which lead was explanted). There was no injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Lead model 3778-60 serial# (B)(4) implanted: 2012-(B)(6) explanted: unknown; lead model 3778-60 serial# (B)(4) implanted: 2012-(B)(6) explanted: unknown; programmer model 37744 serial# (B)(4); recharger model 37754 serial# (B)(4); anchor model 3550-39 lot# n272855 implanted: 2012-(B)(6) explanted: na. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient also had the implantable neurostimulator (ins) moved in (B)(6).

Manufacturer narrative:
Analysis of lead model no. 3778-60 (unknown serial no.) Indicated that no anomaly with the device was found.